Manufacturer narrative:
The lot number is unknown as the device was not identified. Therefore, a search for production related ncrs could not be performed. The device was implanted in the patient and is not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
As reported through a clinical study that the patient received endovascular treatment that had repeat angiography after placement of coil 7, angio showed a few coil loops herniating out of the neck of the aneurysm into the right a2 aca. This is also associated with superimposed thrombus formation with slow forward flow in right a2 aca. Integrellin injected intra-arterially through the microcatheter positioned in the right a1 aca. Repeat angiography after injection shows resolution of a2 aca thrombus with residual narrowing of the right a2 aca due to coil loops with slightly slow forward flow. Patient started on heparin infusion and procedure stopped. On (B)(6) 2020, cta distal bilateral acas are patent, bilateral a1 segments are obscured, no signs of ischemia or infarcts. The ae outcome was resolved without sequelae on (B)(6) 2021. Diagnostic procedures were performed following the event. The severity is moderate.